Event description:
It was reported that customer experienced multiple cartridge alarm 30s. Blood glucose displayed as 400 mg/dl. Customer addressed rising blood glucose with a correction bolus via pump and continued to use pump after changing cartridge, while technical support arranged shipment of replacement pump.